Event description:
It was reported that the patient underwent a surgical procedure to explant this malleable penile prothesis for unspecified reasons. All components of the existing device were explanted and replaced with a new inflatable penile prosthesis (ipp). No additional information was reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient underwent a surgical procedure to explant this malleable penile prothesis for unspecified reasons. All components of the existing device were explanted and replaced with a new inflatable penile prosthesis (ipp). No additional information was reported.